Manufacturer narrative:
(B)(4). Date sent: 08/17/2025. D4: batch #459d96. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60b reload was received with an open package. The sled was received in the home position; however, six drivers were noted up without staples on the proximal end, this condition was most likely due to the incomplete firing cycle. The condition of the driver's up shows that reload was partially fired 1/4 causing the reported event. However, it is possible that the reload was manipulated, and the sled was manually returned to its home position. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device gst60b with lot number 500d94; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 459d96, and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy procedure, it was observed that some staples fell off upon opening the packaging. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.